Event description:
The device was used during a laparoscopic gastrectomy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/21/1998-supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated in h-3 and codes entered in h-6.